Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed for the returned handheld. During the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly was associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard. No anomalies were found and the flashcard and software performed according to functional specifications.

Manufacturer narrative:
Type of device, corrected data: the type of device was inadvertently reported incorrectly on the supplemental report #1. Device manufacture date, corrected data: the date of manufacture for the device was inadvertently reported incorrectly on the supplemental report #1.

Event description:
It was reported that the physician's handheld was freezing upon interrogation of multiple patients. The physician reported that this has been ongoing for a few weeks. It was reported that the freeze would occur after the patients setting came up and that the freeze did not prevent the patients generators from being interrogated. A new programming tablet was provided to the physician and the handheld was received for analysis. Analysis is underway, but has not been completed to date.